Manufacturer narrative:
Initial and final MDR 1899455 - MDR 3003442380-2024-10822 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 2 infusion set fell off events on(B)(6)2024 and(B)(6)2024. The first infusion set was in use for less than 30 hours. No further information available